Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-53, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient¿s left ventricular (lv) lead had high thresholds, and that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The lv lead was explanted and replaced, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.